Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0a8lm, implanted: (B)(6) 2013, product type lead; product ID neu_pt m_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
The consumer reported she had no stimulation and there was a return of symptoms. A sudden change in therapy/ symptoms was noted. The patient was later able to increase stim and was feeling it. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.